Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. All 3 good faith efforts have been performed to try to obtain the requested device information. The customer has not responded to these requests. Therefore, this information is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed due to faulty charged coupled device (ccd). As to the cause of the faulty charged coupled device (ccd), we surmised that it was broken because water entered from the cable pinhole. The event can be detected/prevented by following the instructions for use which state: "never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to bad charged couple device (ccd). In addition, the evaluation found following findings: there was stain inside ccd; the connector was found with stain/rusted and subject device failed for water leak test from cable as there was a tiny pin hole on the cable and that made unable to take picture. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using camera head image did not appear. The issue occurred during preparation for use of an unspecified procedure. There was no patient harm associated with the event.